Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to could not be fixed and a screw in lead was used but pacing was not captured, an impedance of over 3000 ohms was recorded and lead dislodgement was noted. A new lead was implanted. No adverse patient effects were reported.